Event description:
This lead was removed due to the infection of the active system, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment was returned, analyzed, and the outer insulation had a breached depression. It was also noted that the proximal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking.